Manufacturer narrative:
The asset device was returned to olympus. Upon inspection testing of the returned device, it was discovered, the acoustic lens surface was damaged and a stain could enter inside the lens through the gap. In addition, it was noted, the displayed ultrasound image was defective due to damage on acoustic lens and the objective lens had a scratch. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus asset device, evis exera ii ultrasound gastrovideoscope, was sent to the olympus service center due to a broken lens. Upon inspection and testing of the returned device, it was discovered there was a gap in the adhesive on the distal end of the acoustic lens surface. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress, user handling, or external factors. The event can be detected/prevented by following the instructions for use which state: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.